Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of a packaging anomaly could not be confirmed. The packaging was inadvertently discarded during the decontamination process. Thus, the packaging could not be analyzed. The cause of the field event remained undetermined. (B)(6).

Event description:
It was reported that the device was returned due to blood on inside of packaging.